Event description:
During baxter's functional testing of a spectrum pump, the device alarmed system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by an unsecured connection on the input/output printed circuit board. The connection was secured and the pump operated as expected.